Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported error 23025 along axis 3 was able to be reproduced during sine cycle. The axis 3 motor and axis 3 cable will be replaced as a fix.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the surgeon had no control of the left master tool manipulator (mtm). The customer stated that when the surgeon attempted to manipulate the left mtm, nothing happened. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and noticed a 23025 error on the left mtm and shortly after the error the arm was disabled. The tse advised the customer to power cycle the system to enable the left mtm. The customer power cycled the system, but the error immediately returned. The customer attempted to recover, but the error returned. The tse recommended to swap out the surgeon side console (ssc) with another if available. The isi clinical sales representative (csr) wanted to try a hard power cycle. The customer performed the hard power cycle, but the error returned. The tse informed the customer that the mtm would need to be looked at by the isi field service engineer (fse) and the only other option would be to swap out the ssc. The customer brought in ssc 785181 and was able to power the system back on successfully. The surgeon proceeded with the case. The csr called back with additional details. The csr had assisted the customer in swapping out the ssc to result in a completed case robotically. The surgical technician admitted to trying to recover the fault several times before disabling the arm prior to draping the system. Overall, the patient was under anesthesia for one hour more than necessary. The caller requested for the issue to be taken care of as soon as possible. The procedure was completed with a backup ssc with no reported injury. Isi followed up with the csr and obtained the following additional information: the issue was first identified during the procedure. After the csr assisted the customer with swapping to another ssc, the procedure was completed without any injury or harm to the patient. There was one hour of procedure delay due to the issue.